Event description:
It was reported that the ilet pump displayed a lock icon and the touchscreen appeared unresponsive to the slide-to-unlock action, after which the user was guided to restart the pump through the ilet mobile app and the device resumed normal function. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software-related issue affecting the touchscreen component that presented as an unresponsive key/button condition and was resolved after a restart. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.